Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with flap striae in right eye 2 days post treatment. Patient reported to clinic that he bumped right eye with drops and fell asleep without goggles. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision. Patient reported symptoms are not interfering with daily activities. A flap lift and rinse was performed. Bcva from (B)(6) 2015: right eye pre-op 20/20 -2.25 x -2.00 x 98; left eye pre-op 20/20 -3.50 x .00 x 90.